Event description:
It was reported that approx 6 weeks following a coronary drug eluting stenting treatment procedure the pt experienced a possible allergic reaction. The pt reported having a taxus express2 (unknown size) drug eluting stent placed in an unknown artery. About a month and a half later the pt started to experience symptoms including feeling sick to their stomach and itching. The pt has a known allergy to metal. The pt declined to provide additional information, including the name of their doctor. They intends to follow up with their physician. The pt requested no clinical follow up be performed.